Event description:
It was reported that during an lar procedure, the device could not be fired at the fifth firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/19/2008. Knife. Eval summary - the sc60 device was received for analysis with the 3-stroke indicator disk damaged and with a reload present. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. While no conclusion could be reached as to how the indicator disk and the knife became damage, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specs prior to shipment. The batch record was reviewed, and no anomalies were noted during the manufacturing process.